Event description:
It was reported that a clearlink system secondary medication set was leaking through the distal end cap. The event was further described as, ¿the secondary set would allow fluid to pass by the distal end cap when priming and not stop at the end cap¿. This event occurred during priming prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.